Event description:
Caller reported not seeing insulin drops at tubing end during the fill tubing step. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support (cts) troubleshot the issue with the customer and discovered that customer had not completed the load fill tubing process leading to the issue. Cts educated the caller on ensuring cartridge air removal and using room temperature insulin, which the caller acknowledged. Additionally, technical support guided the caller through completing the load process and advised on proper tubing filling, after which insulin drops were observed, allowing resumption of insulin delivery.